Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Upon further troubleshooting, fse verified that there was no instrument detection on the integrated electrosurgical generator unit (iesu) monopolar ports 3 and 4. Fse replaced the iesu and the issue did not persist. The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, or staff indicated the bottom green port on the tower was not working. The technical support engineer (tse) was not able to troubleshoot directly with or staff but asked whether monopolar and bipolar cable usage was being tracked, and the caller was unsure. Tse reviewed error logs but did not see any related errors. The procedure outcome is unknown with no reported injury.